Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, cylinder not placed due to urethral perforation. Reservoir was implanted. No cylinders was placed. Only the reservoir remained with 80cc of saline. The patient did not have unique anatomy. A keith needle accidentally punctured the urethra. Device will not be returned.